Manufacturer narrative:
The reported event of failure to capture was not confirmed. Visual and x-ray analysis did not find any anomalies except procedural damage. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, the right ventricular lead was not pacing. The physician attempted with multiple positions but were unsuccessful. A new lead was used instead. The patient was stable after the procedure.